Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 10.5 mmol/l (aviva) and 5.5 mmol/l (doctor's meter).